Manufacturer narrative:
Follow-up received on 17-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus were unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and severe and abdominal bleeding (seen as genital haemorrhage) amongst non serious events. She had a d&c and endometrial ablation a few months after essure insertion and, about seven years later, she underwent a total hysterectomy and bilateral salpingectomy. Both events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain pain"), genital haemorrhage ("severe and abnormal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged abnormal menses, menorrhagia") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries from 2004 to 2006 and hypoglycemia from 2004 to 2006. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2008, prenatal vitamins from (B)(6) 2007 to (B)(6) 2008, triamcinolone from 2003 to 2006 and metformin from 2004 to 2006. Concurrent conditions included obesity, metrorrhagia, low back pain, nausea, influenza, productive cough, shortness of breath, hypertension, arrhythmia and endometriosis. Concomitant products included betamethasone since 2010 and cetirizine hydrochloride (zyrtec) since 2003. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain ("abdomen pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("pain during intercourse"), allergy to metals ("nickel allergy") with pruritus and rash and eczema ("rashes or skin conditions - type: eczema"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016), surgery (thermal endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, fatigue, abdominal pain, abdominal pain lower, procedural pain and allergy to metals had resolved and the dyspareunia and eczema was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dyspareunia, eczema, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms were lessened or depressed after removal. The essure coil on the left side is noted to extend somewhat into the cornu of the uterus.there is no spillage of contrast into the peritoneal cavity. The uterus is otherwise unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: occlusion of her fallopian tubes concerning the injuries reported in this case, the following ones were described in patient¿s medical record event dysfunctional uterine bleeding and also confirming events depression, abdominal pain, nickel allergy, rashes/ skin conditions. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-sep-2018: pfs received. Event " rashes or skin condition: eczema" was added. Outcome of event rashes was updated as recovering. Outcome of pain and bleeding updated as recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for birth control. On (B)(6) 2008, she had an hsg (hysterosalpingogram) test that confirmed full. Over the following months after the implant, she began experiencing: prolonged, abnormal menses; severe, abnormal bleeding; severe rashes and itching; pain during intercourse; and fatigue. On (B)(6) 2008, the plaintiff underwent a d&c and endometrial ablation due to her symptoms. In 2010, she began experiencing severe, lower abdominal and pelvic pain. In the years following her implant, she reported these symptoms to several healthcare providers. On (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy. The procedure was painful and left her with permanent scars. The plaintiff was forced to miss work due to her symptoms and surgeries. While most of her symptoms have resolved since the total hysterectomy and bilateral salpingectomy, others remain. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and severe and abdominal bleeding (seen as genital haemorrhage) amongst non serious events. She had a d&c and endometrial ablation a few months after essure insertion and, about seven years later, she underwent a total hysterectomy and bilateral salpingectomy. Both events are anticipated in the reference safety information for essure. Pelvic pain and genital bleeding / menstrual pattern changes may occur during essure therapy. Considering the implied temporal relationship and the lack of alternative explanation, causality between these events and essure use cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain pain"), genital haemorrhage ("severe and abnormal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("prolonged abnormal menses, menorrhagia") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries from 2004 to 2006 and hypoglycemia from 2004 to 2006. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to 10-sep-2008, prenatal vitamins from (B)(6) 2007 to (B)(6) 2008, triamcinolone from 2003 to 2006 and metformin from 2004 to 2006. Concurrent conditions included obesity. Concomitant products included betamethasone since 2010 and cetirizine hydrochloride (zyrtec) since 2003. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain ("abdomen pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse") and allergy to metals ("nickel allergy") with rash and pruritus. The patient was treated with surgery (26feb2016, total hysterectomy and salpingectomy.), surgery (thermal endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, fatigue, abdominal pain lower and procedural pain outcome was unknown and the vaginal haemorrhage, menorrhagia, allergy to metals and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms were lessened or depressed after removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Historical condition, historical drug, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, nickel allergy and abdomen pain were added from pfs and event outcome was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("severe and abnormal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged abnormal menses, menorrhagia") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries from 2004 to 2006 and hypoglycemia from 2004 to 2006. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2008, prenatal vitamins from (B)(6) 2007 to (B)(6) 2008, triamcinolone from 2003 to 2006 and metformin from 2004 to 2006. Concurrent conditions included obesity, metrorrhagia, low back pain, nausea, influenza, productive cough, shortness of breath, hypertension, arrhythmia and endometriosis. Concomitant products included betamethasone since 2010 and cetirizine hydrochloride (zyrtec) since 2003. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain ("abdomen pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and allergy to metals ("nickel allergy") with rash and pruritus. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016) and surgery (thermal endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain, and allergy to metals had resolved and the genital haemorrhage, dysfunctional uterine bleeding, abdominal pain lower, procedural pain, and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms were lessened or depressed after removal. The essure coil on the left side is noted to extend somewhat into the cornu of the uterus. There is no spillage of contrast into the peritoneal cavity. The uterus is otherwise unremarkable. Injection of contrast performed by physician. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: occlusion of her fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record event dysfunctional uterine bleeding and also confirming events depression, abdominal pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received- reporter information added, case became medically confirmed, event medical history, concurrent condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain pain"), genital haemorrhage ("severe and abnormal bleeding"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("prolonged abnormal menses, menorrhagia") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included polycystic ovaries from 2004 to 2006 and hypoglycemia from 2004 to 2006. Previously administered products included for an unreported indication: depo-provera from (B)(6) 2008 to (B)(6) 2008, prenatal vitamins from (B)(6) 2007 to (B)(6) 2008, triamcinolone from 2003 to 2006 and metformin from 2004 to 2006. Concurrent conditions included obesity, metrorrhagia, low back pain, nausea, influenza, productive cough, shortness of breath, hypertension, arrhythmia and endometriosis. Concomitant products included betamethasone since 2010 and cetirizine hydrochloride (zyrtec) since 2003. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). On (B)(6) 2010, the patient experienced abdominal pain ("abdomen pain"). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("severe lower abdominal pain"). On (B)(6) 2016, the patient experienced procedural pain ("painful surgery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), dyspareunia ("pain during intercourse") and allergy to metals ("nickel allergy") with rash and pruritus. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2016), and surgery (thermal endometrial ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, fatigue, abdominal pain and allergy to metals had resolved and the dysfunctional uterine bleeding, abdominal pain lower, procedural pain and dyspareunia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, procedural pain and vaginal haemorrhage to be related to essure. The reporter commented: all symptoms were lessened or depressed after removal. The essure coil on the left side is noted to extend somewhat into the cornu of the uterus.there is no spillage of contrast into the peritoneal cavity. The uterus is otherwise unremarkable. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: occlusion of her fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record event dysfunctional uterine bleeding and also confirming events depression, abdominal pain. Quality-safety evaluation of ptc: sample is not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet received: events outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.